Event description:
Eleven days ater treatment with cosmoplast, the patient presented with indurated nodules and pain at the treatment sites.

Manufacturer narrative:
Quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.